Manufacturer narrative:
(B)(4). Concomitant medical products: item number 14-107017 item name frdm cnstr hd 36mm t12/14 -3mm lot # 440760. Item number 14-107016 item name frdm cnstr hd 36mm t12/14 -6mm lot # 224020. Report source: (B)(6). No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. The root cause of the reported issue is attributed to the off label use of 14-107016 and 14-107017 with a cpt stem. Per IFU the biomet freedom constrained liner system is to be used only with biomet femoral, acetabular shell, and femoral head components. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the minus 6 and minus 3 freedom head did not fit on the cpt stem size 0 standard, due to it bottoming out on the trunnion we had to put in a standard. Attempts have been made and additional information on the reported event is unavailable at this time.